Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to an unspecified lead failure. The field representative requested additional information from the clinic to determine what had occurred with the lead. It was then reported that this lead had triggered a lead impedance warning in the non-boston scientific device on two occasions for a high pacing impedance measurement. When the lead was checked in the clinic, the pacing impedance measurements were within normal range and sensing and capture thresholds were appropriate. However, there was one stored electrogram that showed noise and oversensing, with a 3.5 second pause in pacing. It was noted that the patient was asymptomatic during this pause. During pocket manipulation, occasional ventricular oversensing could be reproduced. Finally, it was reported that the patient later experienced a syncopal episode. Therefore, the lead required replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.